Event description:
It was reported that during the pre-filling of the catheter, an unidentified substance was discovered inside the catheter. The client declined to leave the catheter in place and opted to insert a new one instead. No further details available or provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a foreign substance in the PICC tray is confirmed; however, the exact cause is unknown. One photograph of a groshong PICC kit tray was returned for evaluation. An initial visual observation of the photograph showed a clear liquid near the distal end of the catheter tubing. A small concentration of a substance with a different viscosity was visible within the clear liquid. No details that could explain the presence of the substance or clear liquid within the tray could be discerned from the photograph. A small amount of potential use-residue was noted on the tray. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.